Event description:
Note: event date is unknown. It was reported to boston scientific corporation that an injection gold probe was used during an unknown procedure (age, gender and weight are unknown). According to the complainant, the device was checked prior to use and worked properly. During use, the needle advanced but could not be retracted. The device with the exposed needle was pulled back to the distal end of the scope and removed. The needle was cut off in order to prevent damage to the scope. No additional details are available at this time. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device exp and manufacture dates are unk. The complainant has not indicated if the device will be returned for eval. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The reported issue was confirmed. The catheter, and the hypotube inside of the handle, were found severely bent and fractured; this may have prevented the needle retraction. If the catheter is advanced rapidly and the strokes of the hand are spaced more than recommended, any resistance encountered during advancement may cause a kink to occur impeding needle retraction. Based on the investigation findings, the most probable root cause is operational context.

Event description:
Note: event date is unk. It was reported to boston scientific corp that an injection gold probe was used during an unk procedure. According to the complainant, the device was checked prior to use and worked properly. During use, the needle advanced but could not be retracted. The device with the exposed needle was pulled back to the distal end of the scope and removed. The needle was cut off in order to prevent damage to the scope. No add'l details are available at this time. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.